Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016-device evaluation: the cartridge was returned to animas and tested by product analysis on 01/07/2016 with the following findings: on investigation, the alleged air bubble issue was not duplicated. A visual inspection of the returned cartridge was performed. No damage or defects were noted. A fill test was performed on the returned product with no air bubbles being formed inside the cartridge. The cartridge cycled properly and no issues were found filling the cartridge. A leak test was performed and no leaks were observed from the luer connection, the o-ring or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6) .

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose reading was >/= 250 mg/dl with large level of ketones at 1.20 and no other symptoms reported. No information was provided if the bg level was >/= 500 mg/dl. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. No information was provided regarding the patient's pump status. Reportedly, the customer found air bubbles at the bottom of the cartridge. The pump reportedly, "alarmed for a detected failure on the insulin cartridge". The reporter stated that this issue occurred with one set of cartridge and the issue was resolved with cartridge change. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged air bubble issue with the cartridge of unknown causes.